Event description:
Dr. (B)(6) advertises on the company website that invisalign is used. I made an appointment for invisalign. During my consultation and scanning, dr. (B)(6) was not in the office. The office manager provided a consultation and scanned my teeth. The next month when my brackets were installed and to pick up my retainers, I didn't see invisalign on the box. It said duo orthodontics. When I inquired about the discrepancy, I was told duo orthodontics retainers were better and that they do not use invisalign. On the website, duo orthodontic appliances are not listed as an appliance. However, invisalign is listed. There is a references to other orthodontic appliances, but none of those state duo orthodontics. I have a contract that is attached that does not list invisalign. I was charged full price for the devices as if it were invisalign. I started having issues at least four months into treatment and notified dr. (B)(6) of the issues. After 2 years treatment, I have issues these appliance have caused with my speech, bite, form and physical health. Due to the need to pull my muscles using my jaw to both chew, speak and at rest, I am experiencing frequent headaches.